Event description:
It was reported through log file analysis that there were low voltage hazard/no external power events on (B)(6) 2023 at 9:50 while on the mobile power unit (mpu). It looked as though the mpu lost total power enabling the backup battery in the controller until the power of the mpu was restored. The event lasted about four seconds. The no external power event was a result of the ac power cord being unplugged from the outlet by accident.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 20 days of data ((B)(6) 2022 ¿ (B)(6) 2023 per the timestamp). The log file captured a low voltage hazard and no external power alarm on (B)(6) 2023 from 09:50:31 to 09:50:35 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not exchanged and will not be returned for analysis. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on 30jun2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.